Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead was fractured and consequently exhibited high, undefined bipolar impedance and high thresholds. It was also reported a polarity switch occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.